Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular (rv) lead. There was a high number of short interval counts (sic) and a spike in pacing impedance. An apparent fracture was confirmed. The lead was reprogrammed initially and then capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).